Event description:
It was initially reported on (B)(6) 2024 that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen during ergometry, and a request was made to have device data analyzed as the health care professional (hcp) was concerned about the ratio of the signal in secondary. Technical services (ts) reviewed device data and discussed that primary @2x appears to be the best sensing vector. There was some functional undersensing in slow rate as well as loss of amplitude when the patient leaned forward. No adverse patient effects were reported. This product remains in service. Additional information received on 05-jul-2024 indicates a smart pass episode was recorded, and the patient presented to the hospital for an urgent follow-up. It was noted the episode showed a noisy flatline with no physiologic signals but only artifacts that also lead to oversensing. During the follow up all vectors were tested, particularly the primary vector, to try to reproduce the event. Nothing was reproduced with manipulations of the system, isometric tests and strong muscular solicitation. From x-ray analysis it appears that the electrode is properly inserted into the can. For the time being, the physician and patient agreed on leaving the device deactivated due to the risk of inappropriate shocks. Reprogramming in secondary vector was not performed because the above-mentioned recent ergometry test on this vector showed undersensing. Ts was consulted for programming and troubleshooting recommendations. Besides device deactivation, no other adverse patient effects were reported, and this system remains in service. Additional information received on 09-jul-2024 indicates the physician would like to consider reprogramming to secondary vector; however, this was not showing good performance during exercise testing performed on (B)(6) 2024. Ts support was requested. As of 25-sep-2024, no further information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was initially reported on 31-may-2024 that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen during ergometry, and a request was made to have device data analyzed as the health care professional (hcp) was concerned about the ratio of the signal in secondary. Technical services (ts) reviewed device data and discussed that primary at 2x appears to be the best sensing vector. There was some functional undersensing in slow rate as well as loss of amplitude when the patient leaned forward. No adverse patient effects were reported. This product remains in service. Additional information received on 05-jul-2024 indicates a smart pass episode was recorded, and the patient presented to the hospital for an urgent follow-up. It was noted the episode showed a noisy flatline with no physiologic signals but only artifacts that also lead to oversensing. During the follow up all vectors were tested, particularly the primary vector, to try to reproduce the event. Nothing was reproduced with manipulations of the system, isometric tests and strong muscular solicitation. From x-ray analysis it appears that the electrode is properly inserted into the can. For the time being, the physician and patient agreed on leaving the device deactivated due to the risk of inappropriate shocks. Reprogramming in secondary vector was not performed because the above-mentioned recent ergometry test on this vector showed undersensing. Ts was consulted for programming and troubleshooting recommendations. Besides device deactivation, no other adverse patient effects were reported, and this system remains in service.